Event description:
On (B)(6) 2011, intuitive surgical received a copy of uf medwatch report (B)(4) from (B)(6). The report contained the following information: instrument examined per protocol prior to use. All functions within normal limits. The mega needle holder was inside the cannula, getting ready to pick up needle for first stitch when it was noted that the jaw liner from one side had broken off and fell inside the patient. Instrument removed, broken metal piece retrieved and removed. Instrument taken off field. X-ray performed post-op per protocol. No retained foreign body noted.

Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned and/or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the carbide insert broken off one of the grips. Slight adhesive residue was found on the insert mating surface with the grip, indicating the insert was installed prior to use. No other damage was found.